Event description:
Brush heads broke [device breakage], no adverse effect. Case description: a consumer reported all 4 of the oral-b brushheads, version unk broke while using them on the oral-b rechargeable toothbrush, version unk. No symptoms developed.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.